Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
After a period of time running the fusion workstation (fw) 3.0.2 p3 and later, the hounsfield measurement tool will report incorrect values. If the exam is closed, and user exits fw and logs back in to reopen the exam, the measurement will then be reported correctly. There appears to be no consistency to the method to invoke the error. The facility reported the measurements to be clearly incorrect upon viewing the results, and it happens about 1 out of every 500 studies. Customer needs to be using fw with 3rd party softwares (epic and powerscribe) to observe this issue. The user needs to link the studies in epic. There have been no reports of adverse events or misdiagnoses of a patient, however this was deemed a potential safety issue.

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers .